Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation, it was found at the distal region of the lead which is due to friction to another implanted device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.